Event description:
Celect filter placed in 2014 found to be fractured and deeply embedded in vertebral body, no prior attempt at removal. Pt has severe chronic back pain, narcotic dependent, almost certainly as a result of this filter penetration. Removed filter with forceps (tip-embedded). Also penetrated anteriorly with leg in duodenum, pt has had gi bleeding possibly related to filter penetration. Fragment which is extravascular left behind.